Event description:
It was reported that this right ventricular (rv) lead exhibited high, out-of-range shock impedances measuring 184 ohms. The patient did have a therapeutic shock in which impedances measured greater than 125 ohms and the patient converted successfully. It was noted that the patient does have a sub q array and is programmed coil to coil however, the placement is unknown. Technical services discussed troubleshooting options as they are concerned about the overall health of the lead. At this time, the lead remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received that indicated this right ventricular (rv) lead was surgically abandoned and replaced successfully. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high, out-of-range shock impedances measuring 184 ohms. The patient did have a therapeutic shock in which impedances measured greater than 125 ohms and the patient converted successfully. It was noted that the patient does have a sub q array and is programmed coil to coil however, the placement is unknown. Technical services discussed troubleshooting options as they are concerned about the overall health of the lead. At this time, the lead remains in service. No adverse patient effects were reported.